Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: department of plastic surgery , jreconstr microsurg, doi http://dx.dol.org/10.1055/s-0037-1601379; issn 0743-684x.

Event description:
It was reported in journal article ¿tips and tricks to improve clinical and aesthetic outcomes in latissimus dorsi flap breast reconstruction¿ that a restrospective review was performed on ld flap reconstructions between 2004 and 2014. Patients were divided into historical control group (hcg) and new strategy group (nsg). The donor area was closed with running subcuticular suture. Some of the patients experienced hmatoma, seroma, wound dehiscence, infection and possible secondary procedure.